Event description:
The account alleged the bed exit was not functioning. No pt impact.

Manufacturer narrative:
The technician investigated and found the bed exit functioned as designed, no repair needed.